Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using a 23-inch, 6 mm teflon inset infusion set, with a reported blood glucose of 243 mg/dl, and required remote assistance to perform an infusion set and cartridge change to resume insulin delivery. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included successful resumption of insulin therapy and subsequent return of blood glucose to target range, with no alerts, alarms, or hospitalization. Investigation included remote troubleshooting and education covering removal of the prior set, device rewind, cartridge replacement, tubing fill, new infusion set insertion, and cannula fill, along with educational resources. Investigation of this case revealed no device alarms or malfunctions and no confirmed device or component failure, and the hyperglycemia etiology remained unclear following successful set and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.